Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (10 mg/ml at 1.824 mg/day) and morphine (10 mg/ml at 1.824 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient had increased pain on (B)(6) 2019 at her normal eri (elective replacement indicator) pump replacement procedure. The hcp went to aspirate from the cap (catheter access port) but was not successful. The hcp was concerned there was a catheter issue, so he did a back table prime of the new pump and took off the old pump segment of the catheter and added 7.6 cm. Per the hcp, the patient already had decreased pain on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the cause for the inability to aspirate from the cap (catheter access port) was not determined. No further complications were reported or anticipated.